Event description:
(B)(6) 2014, I fell 150 to 20 feet out of an oak tree. I shattered my right leg and arm. They put my leg back together with metal plates and screws going on 6 months of healing and dr tells, my leg is broke again. I have to do surgery again right away. When they did surgery they found that the mental plate had broke also and by one was infected - now I have a metal rod in my left and doing two IV antibiotics per day for next 6 weeks. I also take forteo to heal rebuild my bones. My bone is infected and now that's why it broke again maybe. Metal plate also broke.